Manufacturer narrative:
This is the first of two reports for the same end-user involving two complaint products from the same product line, but with differing parameters; this report references the complaint product reported for the right eye, with a reported power of -2.75x075x160. The actual complaint product has not been returned for evaluation and the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It is reported by an end-user that she was diagnosed with bilateral corneal ulcers associated with contact lens wear. It is reported that the event has resolved and that the end-user has resumed contact lens wear with different contact lenses containing "extra moisture." Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). The lot number was not provided and the complaint sample was not made available for evaluation; the additional information provided by the treating eye care provider identified the complaint product as the od (right eye) contact lens with a lens power of -2.75x-075x160, corresponding with this report. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
Further information was received on 05/23/2016 via a completed ae questionnaire from the end-user's treating eye care professional (ecp). The date of event was clarified as (B)(6) 2016. The end-user had been wearing the complaint product for one day and adhered to the daily disposable schedule. The event occurred in the right eye (od), with the product being identified as the od contact lens (power -2.75x-075x160). The end-user presented with moderate redness and severe pain/discomfort. A watery discharge was also seen. Upon physical examination, a ~2.0 mm peripheral ulcer was noted od, with moderate corneal staining of <50% seen; permanent scarring was also noted. No culture, scraping, or biopsy was performed. The clinical diagnosis given was "corneal ulcer od." The end-user was initially treated with moxifloxacin hydrochloride ophthalmic solution (regimen and start date not specified), followed by polymyxin b sulfate-trimethoprim ophthalmic solution every hour while awake for five days (start date not specified); the end-user was also prescribed bacitracin polymyxin b ophthalmic ointment to use at night. Also, contact lens wear was temporarily suspended during the treatment of this event. The end-user was scheduled to return for follow-up on (B)(6) 2016. On (B)(6) 2016, the end-user was switched to tobramycin/dexamethasone ophthalmic suspension to use four times a day for one week, followed by twice a day dosing for one week. It was noted that the event was resolved as of (B)(6) 2016 and that contact lens wear has resumed. Post-event, the end-user was advised to use artificial tears four times a day and was also advised to take flax seed supplementation.